Event description:
The customer reported to baxter (B)(4) a 4-lead tur irrigation set in which leakage occurred around the drip chamber. The condition was identified during patient use. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. If the sample is received or additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). One sample was returned for evaluation of the customer reported issue. The customer reported issue was confirmed, however, no assignable cause could be determined. A batch review could not be performed as the lot number is unknown. If additional information become available, a follow up report will be submitted.